Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had an issue with insulin pump. The customer blood glucose level was unknown. Customer was assisted with troubleshooting. Customer states that a button on insulin pump did not work and the up arrow did not work. Customer states time did advance. Customer states that they did not have insulin pump with them currently, states that the clock did function properly. Customer was not ready to disconnected use of insulin pump. Customer states the replacement battery cap did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.